Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seprafilm was used during an open right hemicolectomy, and one week later, a wound infection of the small incision site and omentum was diagnosed post-operatively. Seprafilm was applied on the incision area. A drain was applied at the area of surgery. Quinolone antibiotics were started in addition to drainage. This occurred near the retroperitoneal area and not on the site where seprafilm was applied. Twenty nine days later, the patient was declared to be recovered and discharged from the hospital. Two weeks later, the patient came to the outpatient department to follow up and the recovery was confirmed. No additional information was available.